Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. An evaluation of the photos provided by the user was performed. The report of incorrect cutting wire orientation could not be confirmed because the photos provided of the device were not in the endoscopic view. Without return of the complaint device, further investigation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome." The user is then instructed to: "carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure the physician used a tri-tome pc triple lumen sphincterotome. During the ercp, the surgeon removed the material from the package, unrolling and straightening it. However, when [the material was angled], it was observed that it angled to the opposite side [incorrect cutting wire orientation]. It was found to be kneaded, not returning completely to its original position (subject of this report). It was necessary to use a new material, which presented the same defect ("angled to the opposite side") [incorrect cutting wire orientation] (see related MDR 1037905-2017-00582). The following additional information was received on 8/28/17: the devices were used. The event occurred when the device was placed down the endoscope, but the sphincterotome presented problems of mis-orientation upon bowing the distal end, before the cannulation.